Event description:
It was reported a day after a non-ischemic ventricular tachycardia (non-isvt) procedure, the patient developed a moderate aortic insufficiency and a small ventricular septal defect. The patient was stable and it is unknown if any intervention was required. Upon request, additional information was provided on the event. The patient showed no signs of the adverse event during the procedures end on (B)(6) 2014. On (B)(6) 2014, the bwi field representative was notified of the post procedural testing results done after the patient experienced the ventricular tachycardia (vt) storm over night. As of (B)(6) 2014 afternoon, no intervention or treatment had been done. The patient was placed on medications for the vt storm and was in the ICU. The patient required extended hospital stay. It was unknown the outcome of the adverse event. The patient¿s baseline condition before the procedure was rheumatoid arthritis. The patient was thin, but the exact weight is unknown.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: carto 3 system: model #: m-4800-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump: model #: unknown, serial #: (B)(4). (B)(4).